Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported crack. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot:null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of my operations associates noticed a crack in the glenoid orientation instrument when re-assembling instruments after the surgery. It appears the instrument is in tact and no patient harm or surgery delay was reported. Patient consequence? No. Action taken for procedure:completed this product complaint and reordered a new instrument. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported crack. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.